Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2024, it was reported by a sales representative via email that he was contacted by a patient's legal representative regarding the use of an internal brace for a lateral ligament reconstruction where the anchor was improperly placed. The procedure was performed on (B)(6) 2020, on the patient¿s left ankle. The patient continued to complain of left ankle pain post-surgery and saw another doctor for a second opinion. On (B)(6) 2022, a revision surgery was performed. No further information has been provided. Additional information requested.